Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Evaluation of the returned product/photographs provided confirmed the sterile packaging blister and pouch are damaged. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. This device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the surgeon could not implant the stem as the sterile package was damaged and the stem was sticking through the plastic. Therefore, the stem was no longer sterile. Attempts have been made and additional information on the reported event is unavailable.